Event description:
It was reported that when the patient presented in the hospital the device was found to be in backup vvi. A successful download was performed. The patient had recently received radiation treatment. Subsequently, the device went into backup vvi again. Another device download successfully restored normal function, and the device remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.